Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and did not find any blood in the system and was unable to reproduce the reported "gas loss in the iab circuit alarm" issue. The customer was informed about following the user manual. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) medical center.

Event description:
It was reported that while supporting a patient, the cardiosave intra-aortic balloon pump (iabp) had a "gas loss in the iab circuit" alarm. The customer attempted intra-aortic balloon (iab) fill followed by start, but was unsuccessful; there was almost a 13 minutes timeframe in standby, so the customer hit start to have more time to replace the iabp, and the iabp started to fill and pump. There were no leaks reported. The customer replaced the iabp. No patient harm, serious injury or adverse event was reported.